Event description:
It was reported that during the replacement procedure of this patients cardiac resynchronization therapy defibrillator due to normal battery depletion, commanded shock testing was performed to check the right ventricular (rv) lead integrity. After the test, code 1005 was observed, indicating an open circuit condition. X-ray imaging was performed, but no abnormalities were identified. The physician capped and abandoned the lead and implanted a new one. No additional adverse patient effects were reported.